Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following: the power to pump would shut off spontaneously , beginning a few months ago. This would occur 1-2 times every 2 months, beginning in (B)(6). The battery cap was not changed every 6 months as per the instructions for use: it was last changed 1 year ago. There was reportedly no structural damage to battery compartment or battery cap. There are no reported blood glucose excursions due to loss of power. The patient is no longer using pump and is on a backup plan, and does not have the pump available for troubleshooting. This issue is being reported due to the allegation that the pump randomly and repeatedly loses power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.